Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn and monosyn quick suture. The client reported that: 1) anal fistula novosyn (c)0069041 / lot 720145 was used. She seems to be allergic to it. Fistula does not heal. 2) stoma monosyn quick (c)0025012 / lot 122434 was used. She seems to be allergic to it. The wounds do not heal, burn and have red spot. Additional information received on (B)(6) 2023: after consultation with the patient, she gave me the following information: she had an anal fistula which was operated on (the suture material used here was novosyn - technique: button suture). As it did not heal, the anal fistula was closed down (no solid food for 11 days). Subsequently, solid food was given. The suture did not hold. Therefore, an artificial anus (stoma) was temporarily created. Sutured with monosyn quick. Red spots appeared where the suture material was pulled through (at skin level). In a few of these places the wounds have not healed and there is still a wound healing disorder there. Currently: the fistula has not healed yet. They are probably waiting a little longer in the hope that the suture material has completely dissolved (if that is the cause). The trigger). At the moment she sometimes has slight pain at the fistula and perineum (an episiotomy was made to remove the fistula). She probably notices that fluid is being secreted. The stoma is planned to be moved back in may/june. No further information has been received. Related case (novosyn): 3003639970-2023-00103.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in b. Braun surgical's warehouse. We have not received samples or more information to analyse this case. Without any closed sample we cannot carry out an analysis in order to take a decision. Monosyn® quick biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn quick was proved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As stated in the instructions for use of the product, monosyn® quick elicits a very slight inflammatory reaction typical of a normal tissue reaction to a foreign body after its application. Hydrolysis of monosyn® quick in the body results primarily in a loss of tensile strength of the suture, followed by mass absorption. Upon implantation monosyn® quick retains 70% - 80% of its initial tensile strength after 5 days and 20% - 30% tensile strength after 10 days. The tensile strength is completely lost after 14 - 21 days. Monosyn® quick is almost completely absorbed after 56 days, without causing permanent changes in the environment of the wound. On the other hand, in the side effects of the instruction for use of the product is stated the following: as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Like all foreign bodies monosyn quick® may potentiate an existing infection. An occasional wound dehiscence and granulation may not be excluded. Wound dehiscence may cause bleeding and later impaired cosmetic results. A poorly closed wound may cause an abscess, seroma, hematoma or necrosis, sometimes even with pain. The use of this suture in patients with sensitivities or allergies to its components may cause and allergic reaction. Additionally, the complaint history record has been reviewed and there are no previous complaints related to a similar issue of the other products manufactured with the thread raw material batches used in this product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, according to the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. On the other hand, we take note of this incidence in order to assess if new or additional actions are needed. In addition, if any sample or additional information is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.